Manufacturer narrative:
Bayer case number: (B)(4) pain similar to menstrual pain although she is menopausal [pelvic pain female] , salpingitis [salpingitis] . Case narrative: this spontaneous case describes the occurrence of pelvic pain ("pain similar to menstrual pain although she is menopausal") and salpingitis ("salpingitis") in a 52-year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned menopausal. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required) and salpingitis (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the salpingitis had resolved and the pelvic pain had not resolved. No causality assessment was received for essure with regard to pelvic pain or salpingitis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pain similar to menstrual pain although she is menopausal [pelvic pain female], salpingitis [salpingitis] . Case narrative: this spontaneous case describes the occurrence of pelvic pain ("pain similar to menstrual pain although she is menopausal") and salpingitis ("salpingitis") in a 52-year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned menopausal. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required) and salpingitis (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the salpingitis had resolved and the pelvic pain had not resolved. No causality assessment was received for essure with regard to pelvic pain or salpingitis. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.